Event description:
It was reported that during a lap choley procedure, the device was not forming clips and was spitting out multiple clips. The site used another device to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4. 6: info anticipated, but unavailable at this time.